Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, service code 204) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing excessive arrhythmia alarms and a service code 204 (belt unusable).